Event description:
A nurse reported that a pt experienced a cardiac arrest while at home, on (B)(6) 2014, and expired. This nurse reported that the pt was not dialyzing at the time of death.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical record are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Limited info was provided for this safety report. There is no allegation against any fresenius product in relation to the reported event.